Event description:
A (B) (6) customer tested his blood glucose and received a reading of 1.6 mmol/l (29 mg/dl) using his contour link meter. He retested using another meter and received a reading of 10.2 mmol/l (184 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the low reading, so no product will be returned.